Event description:
It was reported a naviflex introducer was used without difficulty during a percutaneous procedure. Upon completion of the procedure, while removing the introducer, it began to unravel. A cut down procedure was performed and the device was surgically removed in the cath lab by the attending surgeon. The pt was discharged from the hospital the following day. The physician stated the pt had significant pre-existing arterial plaque.